Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: amplatz stiff 0.035. Sheath: 6f 45cm cook flexor. Incorrect removal. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, 90% stenosed de novo lesion in the right iliac external artery (iea). A 6f 45cm non-abbott sheath was placed across a very steep bifurcation and a 0.035mm non-abbott guide wire was used to advance a 8.0x40mm absolute pro self-expanding stent system (sess) over the bifurcation into the iea. However, at the non-abbott sheaths reversal point at the bifurcation, the sess could not advance and the retractable sheath was pushed back. It was noted that the stent was partially exposed approximately 3-4mm within the sheath and the sess delivery system was locked. The sess was removed from the patient anatomy independently. The physician believes that there is a mismatch between the tip and the retractable sheath which caused the sess not to be able to cross the reversal point of the sheath. A 8.0x40mm non-abbott stent was implanted to successfully complete the procedure. There were no adverse patient effects or a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The premature/partial deployment was confirmed. The difficulty advancing in the introducer sheath could not be tested due to the partially deployed stent. It should be noted that the absolute pro instruction for use, states: do not attempt to pull a partially-expanded stent back through the introducer sheath or guiding catheter. In this case, removing the device independently does not appear to have contributed to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. Based on the returned analysis, the handle lock was returned in the unlocked position and the rack was noted to be retracted 1.2cm from the distal position which is consistent with the amount of retraction of the distal sheath from the tip crown. This returned condition indicates that the thumbwheel was slightly rotated causing the premature/partial deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.